Event description:
A malfunction alarm, specifically alarm 20, was reported in relation to the pump during its operation. There was no adverse impact on the customer¿s blood glucose level. Technical support assisted the customer by advising them on loading a new cartridge, but the issue persisted, leading to the decision to replace the pump. The customer was instructed to use multiple daily injections (mdi) as backup therapy to ensure continued insulin delivery. Technical support confirmed the customer's shipping address for the replacement pump, and the customer was guided to put the current pump in storage mode before returning it with a prepaid label, which they acknowledged.